Event description:
He patient reported the recharger wasn't showing the implantable neurostimulator (ins) reaching 100%. It was only showing 75%, not above or below. The patient connected with the recharger over the phone and reported full coupling and last quartile flashing. It was noted that it appeared the recharger was functioning as intended. The patient was implanted for parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient was still having the same issue in that she was not able to charge past 75%. The patient was redirected to the health care provider (hcp) to acquire the recharge statistics. The patient spoke to a manufacturer representative (rep) and the rep stated that the patient should request a new implantable neurological stimulator recharger (insr). A replacement insr was sent to the patient, but it was reviewed that the reported charging issues does not indicate that the insr was not working. No symptoms were reported.

Event description:
Additional information received from the patient reiterated that they cannot get their implantable neurostimulator (ins) to charge more than 75% as of two weeks prior to date notified. It was stated that they typically start charging the ins at 50% and have full coupling and charge for one hour. The patient will charge for longer than one hour to see if it will "charge complete."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.